Event description:
It was reported that the serter would not go in. Customer's blood glucose was 43 mg/dl. Customer treated with food. Troubleshooting was done. Advised the customer the sensor and serter would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.